Manufacturer narrative:
Follow-up # 1 ¿ (05/29/2015). The patient¿s meter has been returned on 5/6/2015 and evaluated by lifescan product analysis on 5/11/2015 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2.the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that her onetouch ping meter did not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on the morning of (B)(6) 2014. The patient stated that she inserted the subject test strip and the meter did not turn on. The patient manages her diabetes with fixed-dose insulin. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptom of "tiredness" an hour after the alleged product issue began, and she took food/drink as self-treatment on the same day (time unknown). The patient stated that she tested her blood glucose on another device on (B)(6) 2014 (time unknown) and the results were "33 and 110 mg/dl". At the time of troubleshooting, the csr noted that the correct test strips were being used, the subject meter was not being used for the first time and there was no indication of product misuse. The csr also noted that the meter turned on when the power button was pressed and also when a new test strip was inserted. The patient did not have the subject test strip available to test the meter. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the subject test strip caused or contributed to a serious injury. The patient's reported symptom of ¿tiredness¿ does not meet lifescan's criteria for a serious injury. The patient did not receive treatment for a severe high or low blood glucose excursion. The subject meter did turn on when the power button was pressed and a new test strip inserted; however, the alleged product issue was not resolved during troubleshooting as the subject test strip was not available to test.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.